Event description:
The customer alleged a discrepant thyrotropin (tsh) result on one patient sample when testing was performed on the cobas e411 disk analyzer. The initial tsh of 0.043 uiu/ml was obtained when testing was performed from the primary collection tube and was reported outside the laboratory. The doctor questioned the result. On (B)(6) 2010, an aliquot was taken from the original sample and testing was repeated on the same analyzer. The repeat tsh was 4.56 uiu/ml and was believed to be the correct result as it matched what the physician was expecting. The customer stated the patient was neither admitted nor treated due to the discrepant result; the patient was not adversely affected by the event. The tsh reagent lot number was 16037401. The field service representative could not duplicate the observation. He performed instrument checks and determined the mixer speed was too fast and adjusted it. Performance tests were run and were good.